Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: pitfalls in programming: the hv and vh intervals in his bundle pacing. Journal of electrocardiology. 2018; 51(5):776-778. 10.1016/j.jelectrocard.2018.06.002. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding two pacing leads and an implantable pulse generator (ipg). Shortly after implant the patient developed sustained failure to capture the his bundle and testing revealed stable capture thresholds. Upon review of the electrocardiogram and the programming parameters, it was determined the failure to capture was a result of the selected programming parameters. Re-programming was applied, and the right ventricular pacing impulse reliably fell into the his refractory period and there was failure to capture. Re-programming to change the parameters was again performed, there were subsequent premature ventricular contractions which resulted in a single his pacing output with failure to capture followed by restoration of the his bundle capture. The status of the ipg is unknown. Further follow up information did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. When capture was lost there was right ventricular pacing. The problem was corrected shortly after it was identified and the ipg remains in use.